Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a shorted q3 transistor on the computer/analog pca and a defective t3 transformer on the defibrillator pca. The root cause for the shorted q3 transistor and t3 transformer could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation the monitor failed a pulse test.